Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that the stent was distorted. Before introducing a promus premier stent the physician noted that the proximal end of the stent was distorted. The device did not enter the patient. No patient complications were reported and the patient's status is stable.